Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and loss of capture (loc) one week post implant. The patient presented to their primary care physician with complaint of pain. The patient was admitted to the hospital and a lead perforation was suspected in the septal wall. The patient was released from the hospital, however, the patient presented back to the hospital one week later with pericardial effusion. A pericardial drain was placed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.